Event description:
It was reported that the patient presented for a pacemaker changeout procedure on (B)(6) 2023. Prior to the procedure, it was noted that the right atrial (ra) lead exhibited noise oversensing and was reproduced by left arm movement across the chest. The lead was capped on (B)(6) 2023 and was replaced. There were no reported patient consequences.